Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose of 45 mg/dl. Reportedly, customer was at yosemite and believed that altitude was the cause of low bg. Customer addressed bg with glucagon, eating food, and adjusting a temporary basal rate. Recommendation was made by tandem technical support to consult healthcare provider.